Manufacturer narrative:
Device evaluation indicated that the device passed all testing. The source of the complaint was not determined. Current leakage tests verified no loss of electric current into the surrounding tissue. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg revealed no anomalies.

Event description:
A report was received that the patient was having sporadic shocking pain around the pocket site. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was doing well post operatively.

Event description:
A report was received that the patient was having sporadic shocking pain around the pocket site. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was doing well post operatively.